Manufacturer narrative:
Investigation is ongoing.

Event description:
A patient in (B)(6) was undergoing his routine 3 hour dialysis treatment with 2 liters of fluid to be removed. Approximately 90 minutes into treatment the patient began to experience leg cramps. The nurse estimated that 7 liters of fluid had been removed; the patient was administered 300 ml of normal saline; ice packs were applied to the legs and the dialysis treatment was stopped. (B)(6). An external leak was observed coming from the phoenix machine.